Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is complete.

Event description:
The manufacturer's rep reported a pump motor stall; a critical alarm was audible. The pt experienced a loss of drug effect. It was reported that the pumps residual volumes had not been consistent with the actual residual volume; specific data was not provided. The hcp explanted the pt's pump. The MFR's rep representative reported the event had been resolved. The drug contained in the pump was morphine (10 mg/ml) delivering an unknown daily dose. Additional info has been requested, but was not available at the time of this report.